Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned home monitoring data. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned home monitoring data have been analyzed. The analysis did not show any anomalies for the lead or the ICD. Based on the available data the ICD functioned as expected and no noise was present in the iegms. The presumed noise mentioned in the complaint description corresponds to purely intrinsic heart signals of a degenerating dying heart. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD. The analysis of the returned data revealed no indication of a device malfunction.

Event description:
After an implantation period of approx. 2 months, oversensing on the rv and ff iegm channels was seen via homemonitoring. It was reported that the patient died at 10:00am.